Event description:
Patient in op medical imaging for CT guided left renal cyst aspiration. During procedure a stiff amplatz guide wire was positioned within the cyst. A 6 fr skater catheter was positioned over the amplatz guide wire. At this point, the wire could not be removed through the catheter. Firm pressure was applied. The wire and catheter were inadvertently removed from the cyst. The majority of the clear cyst fluid was inadvertently deposited on the sterile drape.